Event description:
Customer reported that the alarm is not sending a signal to the nurse call station. The date of the event is unk. No pt incident or injury was reported.

Manufacturer narrative:
Pt gender: unk. Eval codes: results - eval of the returned product confirmed the reported issue. The unit does not send a signal to activate the red led at the nurse call test fixture. The red led at the nurse call test fixture toggles on and off when the nurse call cable is moved. There are scuff marks on the front and back enclosures and the warning label is peeled off. (B)(4).